Event description:
Caller reported a false negative urine hcg result on consult diagnostic hcg cassette vs. Serum quantitative test result (no value provided). Caller said the customer had noticed test was negative at the three minute read time, but was faint positive at five minutes. The pt was in for a pre-procedural check prior to getting an iud. There was another pt that had a false positive, but no details were provided other than she was confirmed positive by serum quantitative test.

Manufacturer narrative:
Investigation pending.